Event description:
Final report report date: 31 january 2023. Title of clinical study: cook duette multi-band mucosectomy devices study. Device name: duette multi-band mucosectomy device (dt-). Global clinical number: MDR-2056. As reported to customer relations via pmcf study / literature complaint form "this study was a retrospective, single-arm study of patients treated with duette® multi-band mucosectomy devices using study data extracted from existing databases established within healthcare institutions or clinical data repositories in the united states. Almost all procedures were performed by a gastroenterologist and were for an endoscopic mucosal resection (emr). As reported in table 3.5-1, the majority of the device use was evenly distributed among dt-6-xl and dt-6-5f rpns (51.6% and 45.2%, respectively). The dt-6 was used in 1.3% (2/155) patients. This file will capture the user error of using duette device on 7 patients exhibiting contraindications to the procedure which are esophageal narrowing or stricture (2 patients), esophageal varices (1 patient), known or suspected asymptomatic rings or webs (3 patients), coagulopathy (1 patient). No adverse effects reported.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Supplemental report is being submitted as a cancellation report following the completion of the investigation on 19-may-2023 as the complaint no longer meets the description of a reportable incident no adverse effect to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. Device evaluation: 7 x duette multi-band mucosectomy devices of rpn and lot numbers unknown were not returned to cirl for evaluation. With the information provided, a document-based investigation was conducted. Related files: 389479 (emdr ref.-3001845648-2023-00135 )- MDR-2056 - 46 cases of off-label usage of duette. 389484 (emdr ref.-3001845648-2023-00141 ) - MDR-2056 ¿ 7 cases of user error of using device on patients with contraindications. 389485 - MDR-2056 ¿ pt 48711609 - area could not be suctioned up into the cap, lesion tethered to muscularis propria. 389486 - MDR-2056 ¿ pt 70812971 - band did not deploy. 389487 - MDR-2056 ¿ pt 119516784 - snare kept coming off 389488 - MDR-2056 ¿ pt 91322744 - area would not be removed. 389489 - MDR-2056 ¿ pt 519083459 - unable to raise center of lesion. 389490 - MDR-2056 ¿ pt 533421982 - brisk arterial bleeding from the resection site. 389491 (emdr ref.- 3001845648-2023-00136 ) - MDR-2056 ¿ pt 533751556 ¿ off label use in colon + hot forceps used to peel off the remainder little by little. 389492 (emdr ref.- 3001845648-2023-00137 )- MDR-2056 ¿ pt 568480255 - off-label use in colon + polyp could not be removed due to position and poor elevation. 389493 (emdr ref.- 3001845648-2023-00138 )- MDR-2056 ¿ pt 590800129 - off-label use in colon + remainder couldn¿t be removed with a snare. 389494 - MDR-2056 ¿ pt 641042033 - section of the polyp couldn¿t be raised. 389495 (emdr ref.- 3001845648-2023-00139 )- MDR-2056 ¿ pt 693615503 - off-label use in colon + advanced lesion + pain/discomfort. 389496 (emdr ref.- 3001845648-2023-00140 ) - MDR-2056 ¿ pt 834027728 - off-label use in colon + did not lift with eleview, appears firm and indurated. 389497 - MDR-2056 ¿ pt 38578366 ¿ pain/ discomfort, pneumoperitoneum due to procedure perforation. 389498 - MDR-2056 ¿ pt 46772434 - pain or discomfort 389499 - MDR-2056 ¿ pt 98185425 - nausea/vomiting/emesis. 389500 - MDR-2056 ¿ pt 137025857 - pain or discomfort. 389501 - MDR-2056 ¿ pt 376899024 - nausea/vomiting/emesis, pain or discomfort. 389502 - MDR-2056 ¿ pt 451700078 - pain or discomfort. Lab evaluation: n/a document review: as the rpn and lot number of the complaint devices are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution duette multi-band mucosectomy devices devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. Historical data not reviewed as lot number unknown. It should be noted that the instructions for use state the following: contraindications: contraindications include those specific to the primary endoscopic procedure to be performed in gaining access to the desired site for mucosal resection. Contraindications specific to esophageal banding include, but are not limited to: cricopharyngeal or esophageal narrowing or stricture, tortuous esophagus, esophageal varices, diverticula, known or suspected esophageal perforation, asymptomatic rings or webs, coagulopathy. Contraindications to upper gi electrosurgical resection include, but are not limited to: coagulopathy. There is evidence to suggest the user did not follow the IFU. Image review: n/a root cause review: a definitive root cause of user error can be attributed to the use of the devices in altered anatomy. It may be noted that the device instructions for use outline that esophageal narrowing or stricture (2 patients), esophageal varices (1 patient), known or suspected asymptomatic rings or webs (3 patients), coagulopathy (1 patient) are contraindications to the use of the device. To date, simulated device testing indicates the use of the device in such environments may have unpredictable effects, therefore the use of the device in these environments is advised against within the IFU. Summary: failure identified: devices used in altered anatomy. Confirmed quantity of 7 devices, confirmed used. According to the initial report, there were no health consequences to the 7 patients. Investigation findings conclude a definitive root cause of user error can be attributed to the use of the devices in altered anatomy. It may be noted that the device instructions for use outline that esophageal narrowing or stricture (2 patients), esophageal varices (1 patient), known or suspected asymptomatic rings or webs (3 patients), coagulopathy (1 patient) are contraindications to the use of the device complaint confirmed based on customer testimony. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted as a cancellation report following the completion of the investigation on (B)(6) 2023 as the complaint no longer meets the description of a reportable incident no adverse effect to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿.